Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead exhibited high thresholds. In an attempt to reposition the lead the physician was unable to unscrew the lead from the septal wall. The physician pushed the sheath forward while applying pressure to the lead tip. When the lead and sheath were then pulled away from the septal wall a helix fracture occurred leaving the helix screw attached to the septum. The lead body was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead became extrinsically fractured due to pull ing/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted that the full lead was returned. The is has a fixed helix on it and wasn't made to extend or retract. If information is provided in the future, a supplemental report will be issued.